Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: mage cannot be displayed, due to poor watertightness of rear cover, water tightness is lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable unit is deteriorated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue where the cable was bent and broken. The event occurred during a gynecological procedure. The procedure was completed using the subject device. There were no reports of patient harm.